Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance (sli) measurements that were greater than 200 ohms, which was out-of-range. This occurred. Two days after a generator change out procedure and measurements were normal during procedural testing. Technical services (ts) provided troubleshooting. A lead revision procedure was performed where it was discovered that this lead was not properly set with the set screw of the device header. The lead came out during the pull test. The procedure was completed successfully with this same lead. No additional adverse patient effects were reported. Currently, this rv lead remains in service.